Event description:
The phaseal closed chemotherapy delivery system is problematic on our pediatric floors in a variety of ways. The injector contains a needle, and in order to prevent the needle from tearing a hole in the clave and causing a leak, we have to use a phaseal connector. We give chemotherapy to our pediatric patients via three methods: push with a syringe, an im injection or as a continuous infusion with a bag. The first issue is that the phaseal device is not compatible with the syringe pump we use (medfusion), so in order to push a syringe, we have to use an infusion pump. We use abbott plum a+ pumps. The second issue that we have frequently experienced is the pump not infusing with the set up we have to use (injector/connector/clave). There's a pressure reading on the pump that needs to be below a certain level in order for it to infuse. The addition of the connector seems to raise the pressure and cause the pump not to infuse. The third, and most concerning issue is needle exposure. The addition of the connector makes it difficult to engage and disengage the needle injector from the infusion pump. It's awkward, and it is possible to apply enough twisting force to cause the safety mechanism on the injector to fail, exposing the needle when the device is removed. We have also experienced tearing of the clave, despite having the connector on. A nurse was exposed to a chemotherapy agent when the membrane tore and the chemotherapy agent sprayed out from the connection. When we try to give an im injection, the set up is unstable and difficult to use, particularly on an uncooperative patient. Finally, we are not able to use the device to its full potential because we cannot leave a needle connected to a child's central line when infusing continuous chemotherapy.manufacturer response (as per reporter) for enclosed chemotherapy infusion, phaseal:representative came out and spoke with the nursing staff, took photographs, but did not feel they needed the devices themselves. We have retained four devices where the needle was exposed, and the one in which the clave was torn. Updates from the site: the clave tearing is a separate issue from the trouble they've had disconnecting the device in general and exposing the needle. The clave was torn in the process of connecting the clave to the connector. The IV tubing was hooked into injector. When the pump suddenly stopped infusing, it indicated an occlusion at injector site. The nurse tried to troubleshoot by disconnecting and switching out the injector. When the pump continued to alarm indicating an occlusion again, she disconnected the connector, and chemotherapy sprayed. That's when it was discovered that the needle had torn the clave.

Event description:
The phaseal closed chemotherapy delivery system is problematic on our pediatric floors in a variety of ways. The injector contains a needle, and in order to prevent the needle from tearing a hole in the clave and causing a leak, we have to use a phaseal connector. We give chemotherapy to our pediatric patients via three methods: push with a syringe, an im injection or as a continuous infusion with a bag. The first issue is that the phaseal device is not compatible with the syringe pump we use (medfusion), so in order to push a syringe, we have to use an infusion pump. We use abbott plum a+ pumps. The second issue that we have frequently experienced is the pump not infusing with the set up we have to use (injector/connector/clave). There's a pressure reading on the pump that needs to be below a certain level in order for it to infuse. The addition of the connector seems to raise the pressure and cause the pump not to infuse. The third, and most concerning issue is needle exposure. The addition of the connector makes it difficult to engage and disengage the needle injector from the infusion pump. It's awkward, and it is possible to apply enough twisting force to cause the safety mechanism on the injector to fail, exposing the needle when the device is removed. We have also experienced tearing of the clave, despite having the connector on. A nurse was exposed to a chemotherapy agent when the membrane tore and the chemotherapy agent sprayed out from the connection. When we try to give an im injection, the set up is unstable and difficult to use, particularly on an uncooperative patient. Finally, we are not able to use the device to its full potential because we cannot leave a needle connected to a child's central line when infusing continuous chemotherapy.manufacturer response (as per reporter) for enclosed chemotherapy infusion, phaseal:representative came out and spoke with the nursing staff, took photographs, but did not feel they needed the devices themselves. We have retained four devices where the needle was exposed, and the one in which the clave was torn. Updates from the site: the clave tearing is a separate issue from the trouble they've had disconnecting the device in general and exposing the needle. The clave was torn in the process of connecting the clave to the connector. The IV tubing was hooked into injector. When the pump suddenly stopped infusing, it indicated an occlusion at injector site. The nurse tried to troubleshoot by disconnecting and switching out the injector. When the pump continued to alarm indicating an occlusion again, she disconnected the connector, and chemotherapy sprayed. That's when it was discovered that the needle had torn the clave.